Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-s1. Sometime post-op it was reported that the patient underwent a revision surgery to reinstrument at l5-s1 due to a non-union.

Manufacturer narrative:
(B)(6). (B)(4).